Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, brightness problem occurred due to dust accumulated in the device. The cause of the dust accumulation could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source has a brightness problem. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of defect was confirmed. Device evaluation found illumination issues due to dust accumulation. Additionally, device evaluation found a faulty scope socket and lamp which required a replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.